Event description:
On (B)(6) 2025 14:55:33, (B)(4), ver_bb: unexpected carelink personal login request or login assistance "the customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required."on (B)(6) 2025 14:55:33, (B)(4) ver_ba: pump programming customer requested assistance with pump programming. Assisted customer with requested programming. On (B)(6) 2025 14:55:33 (B)(4), ver_bh: reports - general reporting related events "unable to complete troubleshooting or provide instructions, insufficient information to escalate."

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: report generation for carelink was conducted; however, since the initial allegation and troubleshooting were not performed, the issue is not reportable.